Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was not returned and no further investigation could be completed.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-01311.

Event description:
Consultant reports the head of the electric pen drive is loose. It is reported when the head is flexed the motor grinds. Issue occurred during a surgical procedure. Type of procedure was not reported. It is also reported there was no delay in procedure, a spare device was used to complete the procedure with no further problem, no harm to patient.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.